Event description:
It was reported that the patient was experiencing a vibration sensation during an MRI. It was noted that the device was set to MRI mode at the time. The patient was reprogrammed and their therapies were restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.